Manufacturer narrative:
(B)(4). The returned product was found to exhibit signs of repeated use and has fractured on the posterior of the medial articular surface. All pieces were returned. The DHR was reviewed and no discrepancies relevant to the reported event were found. Medical records were not provided. Investigation into this issue determined that the likely root cause for the tasp fractures is bending/torsional loading on the device. Ps tasp top components and standard (non-cps) tasp bottom components have been modified to prevent fracture. The fractured tasp component in this complaint was manufactured before the design modification. The root cause is considered to be a previously addressed design issue. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported the tasp broke while trialing during an initial surgery. There was no surgical delay. The surgical technique was utilized. No adverse events have been reported as a result of the malfunction. No further event information available at the time of this report.